Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-02595 / 02596). Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02587 / 02588 / 02590 / 02589. Device location unknown.

Event description:
Patient's legal counsel reported that the patient underwent a right hip revision approximately 8 years post-implantation due to metallosis and loosening. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of medical records reveals that the patient had loosening of the acetabular cup and tissue damage with fluid and thickening of the capsular lining. Review of invoice history revealed that the femoral head was removed and replaced. The acetabular cup was removed and replaced with a competitor acetabular cup and liner.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: catalog number:157448 lot number:747430 brand name: m2a-magnum pf cup 54odx48id catalog number:us157854 lot number:759050 brand name: m2a-magnum pf cup one m2a-magnum mod hd sz 48mm and one m2a-magnum pf cup 54odx48id were returned and evaluated. Upon visual inspection cup has scuffing on the inner radius along with some debris on the od. The returned head has scuffing on the od and upon inspection of the taper there is no visible debris. Complaint sample was evaluated and the reported event was not confirmed. Review of device history records found these units were released to distribution with no deviations or anomalies. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.